Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. Moisture damage was noted on the display board. No button error alarm was noted. The insulin pump had a missing end cap sticker, cracked case near the display window corner, cracked reservoir tube, cracked reservoir tube lip and a cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.